Event description:
During an supraventricular tachycardia procedure, it was reported the stocket foot pedal got stuck, it was stated that it kept on ablating when they come off ablation and they needed to use the remote control to stop ablation. Replacement foot pedal requested. The procedure was completed without any patient¿s consequences.

Manufacturer narrative:
(B)(4).